Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ migration/ perforation - fallopian tubes') and device dislocation ('migration of essure device location of device/missing coil/ migration') in an adult female patient who had essure (ess205) (batch no. 609296-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, c-section and abortion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding - other"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("endometriosis") and pelvic pain ("pain - pelvic"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: the plaintiff received treatment for fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage. Essure confirmation test(s) conducted, specify -yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Lot number (609296) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ migration/ perforation - fallopian tubes') and device dislocation ('migration of essure device location of device/missing coil/ migration') in an adult female patient who had essure (ess205) (batch no. 609296-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, c-section and abortion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding - other"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia painful sexual intercourse"), endometriosis ("endometriosis") and pelvic pain ("pain - pelvic"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: the plaintiff received treatment for fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage. Essure confirmation test(s) conducted, specify -yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Lot number (609296) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ migration/ perforation - fallopian tubes') and device dislocation ('migration of essure device location of device/missing coil/ migration') in an adult female patient who had essure (ess205) (batch no. 609296) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, c-section and abortion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding - other"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("endometriosis") and pelvic pain ("pain - pelvic"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: the plantiff received treatment for fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage. Essure confirmation test(s) conducted, specify -yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs and mr received: essure model changed from ess305 to ess205 and stat date updated. Reporter, medical history, lot number were added. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ migration/ perforation - fallopian tubes'), device dislocation ('migration of essure device location of device/missing coil/ migration') and genital haemorrhage ('bleeding - other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("endometriosis") and pelvic pain ("pain - pelvic"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, endometriosis and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the plaintiff received treatment for fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage. Essure confirmation test(s) conducted, specify -yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : events added- pelvic pain, genital haemorrhage. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device location of device/missing coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, abdominal pain, dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received. Date of explant was added. This case became incident. Event "injury" was updated to abdominal pain. Following events were added: perforation (fallopian tubes), migration of essure device/missing coil, dysmenorrhea, dyspareunia (painful sexual intercourse) and endometriosis. Reporters information and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.